Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia / hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reports the patient had been riding amusement park rides, particularly a rollercoaster, when their blood glucose (bg) levels started fluctuating. The patient experienced low bg's all day and the highest bg levels was 300 mg/dl. The patient treated themselves with glucose tablets, 8 pepsi drinks and juice. The patient also gave themselves a bolus of 0.5 units. The patient experienced gastroparesis, nausea, shakiness and vomiting. The patient was taken to the emergency room (ER) and diagnosed with hypoglycemia and ketones. The patient was discharged after 10 hours. The patient's mother was advised about the rapid changes in altitude and gravity, such as those typically found on amusement park rides which is in the user guide.